Event description:
The patient was a diabetic woman with congestive heart failure and recent myocardial infarction undergoing 6-way coronary artery bypass surgery. It is alleged that the patient died several hours following surgery due to an air embolism. Neither the h-250 fluid warmer nor the d-50 disposable were returned for evaluation.